Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that there was device pocket irritation/infection. The entire system was explanted and disposed of "according to biohazard instructions" on the day of the report. Diagnostic methods included examination/palpation on the day of the report. It was stated that the event was possibly related to the device or therapy and to implant procedure. Three weeks later it was reported that the pocket site had also been painful. It was stated that the event was resolved without sequelae on the day of the explant. Prior to the explant reprogramming was attempted to see if it would change "hot feeling." Device interrogation showed no problems prior to the explant. Signs/symptoms also included feeling heat from the device when the patient turned it on and felt like it was going to come out of the pocket. Numbness at the site prior to the explant was also stated.

Manufacturer narrative:
(B)(4).